Event description:
It was reported to covidien in 2009, that a customer had an issue with a avip foot cover. The customer states the pt developed a stage two pressure ulcer.

Manufacturer narrative:
Submit date: 05/20/2009. An investigation is currently underway. Upon completion, results will be forwarded.